Event description:
It was reported that during a pvp surgical procedure at 0 joule and 0 minute, an error message indicating "fiber temp over¿ was noted; the device was unable to be used." The case was completed with an alternate procedure "turp." Patient outcome: no injury to the patient reported.

Manufacturer narrative:
Device available for evaluation updated. Device codes added. Device evaluated by manufacture updated. Evaluation codes added. Product evaluation: failure analysis for fiber (B)(4): the fiber does not show signs of usage; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; there is no breakage along the fiber; the connector segments and tabs appear in good condition and secured; the fiber passed the connector test. Probable root cause: based on the device analysis, the product complaint "fiber temp over" could not be confirmed; there is no failure found with the returned product.